Event description:
The customer reported the ventilator failed system pressure testing due to the exhalation autozero solenoid cannot open. The customer reported there was no patient involvement.

Manufacturer narrative:
.